Event description:
The facility representative reported a flogard infusion pump with a low battery alarm. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation. The assignable cause was identified as a depleted/defective main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.